Event description:
Two care aides assisting resident from standing position to sitting position on toilet. Resident became disoriented and flailed about. Resident then became flaccid and dropped to ground with sling placing undue pressure on forearm. Resident fractured humfrus, care aide suffered back strain.